Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: d4; g3; h2; h3; h4; h6. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: dx: acute pseudotumor infection, sepsis. While awaiting a cup revision and drainage /lavage of pseudotumor, contracted salmonella. Fever for several days, gram-negative bacilli in pseudotumor (purulent fluid), pseudotumor in anterior part of femur, posterior part, in front of the capsule, in iliopsoas up to the top of the iliac crest , and around the ischial region. Trochanter is quite porous and slightly transparent; demineralization extending to the prosthesis. In the space where we would normally make the incision to detach the lower portion of the gluteus medius, the pseudotumor passed through there, so there is a large hole, but there is a portion of the gluteus medius that is still attached at the bottom. Large holes in ischium. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - head. D10: cat# us157852 lot# 099730 m2a-magnum pf cup 52odx46id. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, the patient was being planned to be revised approximately 14 years later for a cup revision due to radiographic evidence displaying osteolysis and draining/lavage of a pseudotumor. However, the patient underwent an emergent surgery as the patient developed a bacterial infection and became septic. During the surgery, the surgeon found the pseudotumor in the anterior part of femur, posterior part, in front of the capsule, in iliopsoas up to the top of the iliac crest, and around the ischial region. Further, the surgeon found purulent fluid, a porous and demineralized femoral bone, and holes in the ischium. As this was an emergent surgery, the surgeon had planned for a repeat stage I surgery for a more extensive debridement with cup revision with the patient¿s primary surgeon and placement of final implants. The cup and stem were retained while a temporary head, liner and taper were implanted. Attempts have been made and no further information has been provided.